Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -7.50/1.0/085 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2023 the lens was exchanged for a spherical model due to elevated iop and significant reduction of irido-corneal angles. The replacement lens resolved the problem.